Event description:
The device was used during a biopsy procedure. Reportedly, the handle broke, the instrument did not fire, and the cartridge was difficult to load. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.